Event description:
Related manufacturer report number: 2916596-2021-06871. It was reported that the patient's log files were sent in for review due to driveline power fault alarms. The patient was stable and the pump was running. Technical services confirmed the driveline power faults occurred on (B)(6) 2021 starting at 12:01 pm and continued through the rest of the log. Technical services suggested replacing the modular cable to resolve the event. The patient's system controller and modular cable were replaced and the alarms resolved. The x-ray images of the suspected modular cable showed several inconsistent areas that may be considered areas of concern.

Manufacturer narrative:
No further information was received. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via log file analysis. The heartmate 3 system controller (B)(6) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 5 days (06nov2021 ¿ 11nov2021 per timestamp). Intermittent driveline power fault alarms were active on 11nov2021 from 12:01:24 ¿ 17:19:59. These alarms were active when the driveline was connected due to a power a open fault. When the alarm first became active, the current sense on line a was 0.002 and the current sense on line b was 0.451. The alarm remained active until the end of the log file; however, it did not affect the controller¿s ability to operate the pump at the set speed. No other notable alarms were active in the log file. Additional information provided on 11feb2022 stated that the system controller associated with this reported event would not be returned for evaluation. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the driveline power fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Ensure no yellow indicator is seen under the in-line locking nut. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information has been provided. The manufacturer is closing the file on this report.

Manufacturer narrative:
No further information was received. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report number: 2916596-2021-06871. It was reported that the patient's log files were sent in for review due to driveline power fault alarms. The patient was stable and the pump was running. Technical services confirmed the driveline power faults occurred on (B)(6) 2021 starting at 12:01 pm and continued through the rest of the log. Technical services suggested replacing the modular cable to resolve the event. The patient's system controller and modular cable were replaced and the alarms resolved. The x-ray images of the suspected modular cable showed several inconsistent areas that may be considered areas of concern.